Event description:
The customer reported that the system displayed an error message outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator iris potentiometer was replaced and the collimator was calibrated. The system was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.